Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began sometime in (B)(4) 2015 when she reportedly obtained readings of 300, 100 and 120mg/dl using the subject meter, taken more than 20 minutes apart. Comparison of precision measurements performed more than 20 minutes apart is an invalid comparison. The patient manages her diabetes using a combination of pills, diet and/or exercise, and denied making any changes to her usual diabetes management routine after the alleged issue began. The patient reported experiencing symptoms of sweaty approximately 3-4 months after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and that an approved sample site was used. The csr confirmed that the measurements had been taken on different days. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Follow-up # 2. Supplemental sent to correct information contained/omitted in follow-up # 1 (fu1). Retains testing was omitted and no secondary issue was noted in testing performed on the test strips. The MFR narrative in fu1 should read: follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Due to the test strips not being returned, product analysis performed a retain test. The retain test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results below range when tested with control solution. The meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.